Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number for meter has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter , no trends were identified that would indicate any product related issues. Dhrs (device history record) for the freestyle strips were reviewed and the dhrs showed the freestyle strips were passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A high readings issue was reported with the adc blood glucose meter. Customer received readings that were higher than he felt and experienced a seizure and loss of consciousness. Customer had contact with an hcp and was treated with insulin (dose/type unspecified) and "regular medicine" for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "two weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc blood glucose meter. Customer received readings that were higher than he felt and experienced a seizure and loss of consciousness. Customer had contact with an hcp and was treated with insulin (dose/type unspecified) and "regular medicine" for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.